Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed (chipped pink ultrasonic probe cover). In addition, the following reportable malfunctions were identified during the device evaluation: missing glue on c-body, chipped adhesive at objective lens and cracked adhesive at the distal light guide lens. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the confirmed malfunctions are traced to component failure due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasound gastrovidescope had a broken (ultrasonic) tip. The issue was found during reprocessing. There are no reports of patient involvement.